Event description:
It was reported that the cartridge o-ring was missing. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.